Event description:
Report #2 of 2 received of a partial tubing separation. The customer reported that the incident occurred during home infusion of an unspecified chemotherapy agent via central line. The tubing was primed without any problem. The infusion was started, and after an unspecified length of time, the patient observed an unspecified amount of leakage "around the filter". The infusion was immediately stopped. The patient called the home care agency for assistance. Upon arrival at the patient's home, the nurse noted that the tubing was "almost separated" at one of the solvent bonded ends of the filter. The tubing was replaced, and the therapy was resumed with minimal delay. There was no fluid contact with the patient's skin, clothes, or bed linens. There was no reported adverse patient event. Reportedly, "the patient was fine". Though requested, no additional information was available.